Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the cable within the large suturecut needle driver instrument jaws tore apart. Hence, the instrument was not able to function properly. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the instrument was damaged during the procedure. Prior to the procedure the instrument was inspected and found to be in proper condition. The surgeon was performing anastomosis when the damage occurred. There was no instruments collision as notified by operating surgeon. The surgery was completed with an alternate instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suture cut needle driver instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary finding of instrument grip cables/broken at distal to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. Additional observation(s) not reported by site was also identified: the large suture cut needle driver instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.

Event description:
Refer to h10/h11 for follow-up information.